Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) did not deploy properly as there was damage to end of the cartridge. There was no patient impact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/4/2017. Device returned to manufacturer? Yes. The pcb00 device was received and the plunger was observed completely advanced and locked. Scarce amount of viscoelastic residue was observed only in the cartridge tube of the pcb00 device. No viscoelastic residue was observed in the loading zone of the device. The cartridge tip was observed deformed. No lens was observed inside the device. The complaint stuck in cartridge was not verified. The complaint for tip deformed was verified; however, the complaint could be related to the scarce amount of viscolelastic observed which could cause resistance/friction, which may lead to a stuck lens and consequent deformation of the cartridge. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.